Event description:
As reported, two days post tavr, the 23mm sapien xt valve migrated into lvot. The valve was surgically replaced. This patient underwent a transfemoral tavr procedure in a congenital bicuspid aortic valve. The valve was implanted in a 60:40 [aortic/ventricular] position without residual paravalvular leak. On post-operative day 2, the patient was found to have an increased gradient of 26mmhg. There was suspicion the valve had migrated into the lvot, therefore the patient was brought to the operating room. The surgeons confirmed the valve had migrated, and the sapien xt valve was surgically replaced. The patient was reported to be in stable condition. There was no annular/aortic root calcification, and only mild native leaflet calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, patient and procedural factors [placement of a valve in a bicuspid aortic valve with non-calcified annulus] appears to have contributed to the valve migration. The IFU for the sapien xt valve contraindicates the use of the valve in a non-calcified aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.